Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Additional information: d10. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. Inspection of the returned device noted the device was returned with the handle in the open position. The basket formation was severed from the basket assembly. The collet knob was tight and secure. The male luer lock was missing and not returned. The support sheath and basket sheath were still secure. No kinks were found in the basket sheath. The coil assembly was removed from the nitinol wires and was not returned. The two nitinol wires measured 113 cm in length. The cannulated handle was bent 3 cm from the distal end of the handle. The basket sheath measured 116 cm in length. The severed basket formation had one broken wire. The wire was discolored indicating the wire was damaged by a laser. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Based on the evaluation of the returned device, is appears likely the basket wire was broken due to laser exposure. The other damage noted was then likely caused by the user attempting to disassemble the device. Per the quality engineering risk assessment, no further action is warranted. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Concominant devices: richard wolf 7fr ureteroscope, dornier 30w laser system, 365 um multi-use fiber. PMA/510k #: exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a left side ureteroscopic lithotripsy using a ncircle tipless stone extractor, the "grasping unit" of the device was found separated from the "wiring unit" while attempting to grasp stone fragments within the patient's ureter. Another ncircle tipless stone extractor was used to completed the procedure without any problem. There was no injury to the patient or the staff. No adverse events have been reported as a result of the alleged malfunction. No section of the device remained inside the patient's body. No additional procedures were required due to this occurrence.